Event description:
A cla-002-sup6 clavicle plate superior was implanted in pt (B)(6) on (B)(6) 2014 by dr. (B)(6). The plate broke while in the pt. It is being removed (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.